Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 150 ml intravia container leaked on the side of the dosing port where the port tubing from the bag meets the port insert. This was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was a leak between the injection site and the bag. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.